Event description:
The pt received her scs system consisting of a neurostimulator receiver and percutaneous leads on (B) (6) 2005. It was reported that the pt claimed the stimulation had shifted. During the procedure to reposition the lead (B) (6) 2008, it was found that lead impedance values were invalid. The physician explanted and replace the leads. The explanted leads were returned to ans for eval. F/u on the pt found that no further issues have been reported. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.